Event description:
According to the reporter, during a gastrectomy procedure, when at the stomach, after firing, the cartridge could no longer be disconnected. Upon inspection, a wire-like metal was exposed from the bending part of the cartridge. Even when trying to operate it with the power handle, it did not move. It was restarted, but it did not operate. Even after removing and reconnecting the adapter, it did not operate. In the end, by using the manual adapter tool, the articulation in the middle area was able to be restored, but the connection part between the cartridge and the adapter was also bent, and the cartridge could not be removed. To resolve the issue, manual suturing was performed, and the surgical time was extended. It took from several tens of minutes to several hours. Medtronic's initial evaluation of the incident found that there was a damage to the tip of the firing rod.

Manufacturer narrative:
D10 concomitant product: sigadaptshort, sig power sigadaptshort lin short adapt, (serial #b)(6); egia60amt, egia60amt egia 60 artic med thick sulu, (lot #p5c1348); sigphandle, sig power sigphandle handle, (serial #unknown); sigpshell, sig power sigpshell control shell, (lot #unknown); egia60amt, egia60amt egia 60 artic med thick sulu, (lot #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the adapter was received with a partially connected reload. The reload was noted to have a broken adapter. The reload was noted to have herniated laminates. The blue unload switch was in home position. During functional testing, the blue unload switch could be only be depressed partially. The reload could not be removed by pressing the blue unload switch back then twisting and removing the reload from the adapter. The adapter was connected to a software and the strain gauge was responsive and in the appropriate range. The adapter had procedures remaining. The adapter and reload were connected to a powered handle and clamshell. The handle began the adapter calibration process. The attached reload was now able to be removed. A reload was attached to the adapter and was able to be rotated and articulated in all directions without hang-ups or sluggishness. The unit was able to be fired without any issues. After firing, the adapter was reconnected to a software and no new errors appeared. Analysis of the testing handle data indicated that the firing rod and articulation mechanisms were both out of home position at the time of device return. It was reported that the articulation was insufficient and the instrument was bent. The reported issues could not be confirmed. It was also reported that the device was difficult to unload. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: firing rod damage. During functional testing, damage to the tip of the firing rod, indicative of disconnection from the reload laminates, was noted. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open reattempt to unload the stapling reload by pressing the blue unload switch back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.